Manufacturer narrative:
Patient age at time of event: over 60. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the heavily calcified femoral artery and chronically totally occluded (cto) superficial femoral artery (sfa). A 6f sheath and 018 rubicon support catheter were placed. The physician tried to advance a truepath cto device to the lesion but could not cross the lesion, the distal tip eventually prolapsed, fractured and remains inside the patient. The procedure was completed by crossing the cto with a non-bsc guide wire and a 035 rubicon catheter followed by balloon angioplasty with "a multitude of different balloons" and stenting the sfa and opening up the total occlusion. No further patient complications were reported and the patient status is fine.